Event description:
The customer reported that while the unit was in use on a patient during transport, the unit displayed electrical test failure codes 52 (drive transducer offset failure) and 54 (atm transducer calibration failure). Therapy was discontinued. No patient injury was reported.